Event description:
Additional information received from the physician's office on (B)(6) 2013 stated that the patient had no complications.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with an unspecified injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient also had an obtryx transobturator mid-urethral sling system implanted on (B)(6) 2008. Two implanting surgeons were reported. It is not known which surgeon performed which procedure. The second reported surgeon is dr (B)(6).